Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found crack on right plunger case. Event history log shows "primary audible alarm post". Unable to duplicate the primary audible alarm post at power up. Unable to determine the cause of the intermittency of the error. Audio test was performed which passed. Repairs were not needed due to no problem found on speaker. Performed preventive maintenance and all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed audible alarm failure. No adverse patient effects were reported by the customer.